Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss occurred. The use of the proglide device was abandoned. The sheath was upsized to a sheath greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved via a cutdown as the nick and spread incision was simply widened using forceps without cutting the vessel, then surgically sutured to close. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.